Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 39059 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used, no applications were performed. During functional testing, the console terminated the application and triggered system notice 50032 "the safety system detected a compromised outer vacuum." During the inflation phase, a kinked guide wire lumen was observed inside the balloon segment. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.21 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection and pressure testing of the handle segment, a leak path was identified at the shaft to y-block bond. The shaft was partially detached from the y-block. In conclusion, the balloon catheter failed the returned product inspection due to the kinked guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tip of the balloon appeared to be torn and had an abnormal shape. The balloon was inflated and deflated without resolution. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.